Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024, the customer went to emergency room (ER) and was subsequently hospitalized and patient went to ICU. The patient blood glucose level was at the time of incident is 596 mg/dl. The customer also got results of high ketones and cannula was bent and infusion set is used for 2 days. The blood glucose level was high, and customer resolve the blood glucose issue through multiple daily injection and customer also receive IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.